Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had an aorta hugger, + knob was used to remedy the aorta hugger. The first clip was implanted successfully without issue. The second clip was advanced and after one grasping attempt, the posterior gripper would not lower. Troubleshooting was performed, which included raising and lowering grippers, locking and unlocking clip and advancing the clip delivery system (cds) to free the gripper line to see if that would work. Troubleshooting failed, the clip was not implanted. A new xt clip was prepped and implanted. Mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet done. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close associate with the gripper actuation issues was not confirmed via returned device analysis. The discrepancy between what was reported (one of the gripper arms did not lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (gripper actuation-single). There is no indication of a product issue with respect to manufacture, design, or labeling.